Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a rash was confirmed. A us distributor reported that a patient had a rash under her electrodes. The patient reports having irritations to metals before. The patient's doctor prescribed an ointment for the irritation. During a follow up, the patient reported that the irritation had improved.